Manufacturer narrative:
Patient weight not available for reporting. Explant date: device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial implant of a trochanteric fixation nail (tfn) system on (B)(6) 2018, one (1) distal screw missed the tfna nail. While drilling for the distal screw, the drill bit hit the tfn nail and a sound was heard. The surgeon continued to drill at this point and then inserted the distal screw into the nail using an aiming arm, insertion handle and a cannulated connecting screw. Upon taking a lateral radiographic image, the surgeon realized that the distal screw had missed the nail and was visible to be posterior to the nail in this lateral image. The surgeon then reportedly manually inserted the distal screw into position. There was no visible malfunction on any of the instruments. Concomitant devices reported: 10mm 130 degree cannulated tfn nail 170mm (part 456.315s, lot number unknown, quantity 1), cannulated connecting screw for tfn nail (part 357.397, lot 6365450, quantity 1). This report is for one (1) 5.0mm locking screw 34mm for im nails. This is report 1 of 4 for pc-000133001